Event description:
During an attempt to deploy a medtronic wiktor rival coronary stent the coronary guide catheter being used moved out of position and scraped the stent off of the balloon. In response to this event the pt was taken to surgery to remove the stent from the external iliac artery. The stent was removed from the subcutaneous tissue and 3 sutures were used to close the incision. No other intervention or pt complications were reported.